Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported death. The cause of death was diabetes ketoacidosis. Customer was not wearing the insulin pump at the time of death. Nothing further reported.